Event description:
It was reported that during a heavily calcified left internal carotid artery stenting procedure, the patient experienced hypotension which was treated with dopamine and atropine and resolved on the same day. One day post procedure, the patient experienced a worsening of leg numbness and pain. The pain is being treated with acetaminophen hydrocodone. The condition is noted as chronic with sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of hypotension, neurological deficit dysfunction, and pain are known observed and potential adverse events as listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.